Manufacturer narrative:
Device received with critical pump error and pump error 35 due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had a broken force sensor was detected during seating or regular delivery alarm. The blood glucose was unknown. Customer states pump was not exposed to a high magnetic field. The customer advised the pump requires replacement and to discontinue use of the pump. The customer advised to revert to backup plan per health care professional instructions. The customer advised to place the pump in storage mode remove battery, press and hold the back button until the screen turns off. The device will be returned for the analysis.